Manufacturer narrative:
No report of patient involvement. The date of manufacture was unavailable at the time of filing. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The adjustable pressure limiting valve was replaced, and the unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve was broken causing a loss of manual ventilation. There was no report of patient involvement.